Event description:
It was reported that the flow sensor was out of order. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6).

Manufacturer narrative:
H2) correction: d4 primary UDI number, d5 operator of device, and e1 initial reporter phone corrected. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.